Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown unexpectedly. Reportedly, the customer resolved the issue by plugging the pump into a power source and resuming insulin therapy. Additionally, the battery was observed to not hold charge, as the customer reportedly needed to constantly keep the pump plugged into a power source in order to keep the pump charged. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined to provide additional information to tandem technical support regarding the issues.